Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner and outer conductor coils. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. Due to the deformations, a mechanical inspection of the lead was not properly feasible. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to no output and loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.